Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes high impedance, clavicular crush, lead fracture and lead dislodgement.